Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 2nd complaint for lot # 9308016 for this type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defect during the entire production run of this batch. Based on the investigation the symptom reported by the customer couldn¿t be confirmed. This lot was produced for 1.38mm units; therefore, the cpm is 0.7. We will continue monitoring and trending the complaints to this lot and symptom. Root cause description: during the production of this lot no issues were reported that could have caused the symptom reported by the customer. Root cause couldn¿t be offered. Rationale: CAPA not required at this time. A review of the applicable fmea/eura (rm250 rev#18 and rm208 rev#17) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger wouldn't moved when pushed halfway in. This occurred during use with 20 different syringes. The following information was provided by the initial reporter, translated from (B)(6) to english: "the plunger couldn't move when it was pushed on its halfway."